Event description:
It was reported that prior to a procedure, the device used was interrogated and found to be in back-up vvi mode. The device was exchanged and was not used. No adverse patient consequences were reported.